Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call radio frequency pic failed self-test alarm message. Customer's blood glucose level at this time was 216 mg/dl. Customer's father stated that this error has occurred a couple of times in the last few days. Troubleshooting was performed. Customer's father was advised that the insulin pump would be replaced and agreed to return the product for further analysis.

Manufacturer narrative:
The insulin pump alarmed noted during self-test due to faulty connector on remote frequency board. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner and cracked belt clip.